Manufacturer narrative:
Age at time of event: (B)(6) years. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75 x 38mm target lesion was located in the left circumflex artery. A 2.75 x 38mm synergy drug-eluting stent was advanced for treatment. However, the distal end of the stent was scratched with the lesion in the left anterior descending artery and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.